Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, but while approaching the right atrium (ra), a large thrombus had formed in the ra and on the guide wire in the left atrium (la). It was noted the activated clotting time (act) was 240. Additional heparin was administered, and aspiration was performed. The act rose to 300 but thrombus was still present in the anatomy. Aspiration was again performed and the sgc was removed. The procedure was discontinued, and mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.